Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's insulin pump has fallen out of the t:clip holder on multiple occasions, pulling out the cannula of the infusion set. Customer reports elevated blood glucose (bg) levels of 284-380 mg/dl. Reportedly the customer uses insulin injections to address the high bg's.